Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty removing the device could not be determined. Returned device analysis noted that the distal end of the balloon was wrinkled. In this case, it is possible that since this is a larger balloon profile, sufficient time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the noted wrinkled balloon and interaction with the guiding catheter which subsequently resulted in the reported difficulty removing the device; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. The 4.50x20mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated to 16 atmospheres. During removal resistance was met with the 6fr guiding catheter and the balloon appeared deformed. The bdc, guiding catheter, and guide wire had to be removed as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.